Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead delivered several shocks, some of which were unneeded. At the time of report, the physician was optimizing the device programming for the patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the patient has received several unneeded shocks for the past several years. The patient has chronic atrial fibrillation (af) and underwent an af ablation procedure. The device continued to provide unneeded shock therapy after the procedure. The patient also noted that their ejection fraction has decreased. A clinician contacted boston scientific technical services (ts) for assistance. The clinician indicated the patient has af with rapid ventricular response. Ts discussed programming options with the clinician. The device therapy zones were reprogrammed. The device remains in service. No additional adverse patient effects were reported.